Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was heart attacked due to diabetes. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer was found in the morning, but the insulin pump was not on him. The caller stated that the family doesn't know how long the customer had been disconnected from the insulin pump. The customer was using sensors. The caller stated that currently, the family of the customer does not know where the insulin pump or the sensor is. So, they cannot return it for analysis.